Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips. An in-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Sections were left blank as the customer's age and weight were not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.